Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed recurrent restart alerts and required multiple restarts, after which a replacement ilet was provided and the original was returned. Symptoms included hyperglycemia with a reported maximum glucose of 282 mg/dl for a few hours and nausea. Outcomes included self-treatment of hyperglycemia with 4 units of insulin, no ketone testing, and no medical intervention or hospitalization. Investigation included troubleshooting and user education, confirmation of shipping and shutdown procedures, and replacement of the device. Investigation of this device revealed a malfunction associated with repeated restart alarms on the pump, consistent with a device performance problem requiring device replacement. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.